Event description:
It was reported that this pacemaker device is suspected of behaving in a manner consistent with a premature battery depletion. The estimated battery longevity is currently 5 1/2 years remaining. Technical service (ts) reviewed device data, advising that the estimated battery longevity is currently stable. Ts advised there is evidence of a variation in battery longevity over the past year, due to high number of right ventricular automatic threshold (rvat) events, loss of capture and noise on the right ventricular channel. There is also noise on the right atrial channel . No oversensing and pacing inhibition. The physician advised the noise could not be reproduced. The physician reported reprogramming device sensitivity. Ts provided recommendations to check lead integrity testing and x-ray imaging. The device remains implanted. No adverse patient effects were reported. Additional information was received that this patient has canceled the last 2 follow up appointments, and has not been seen in the office. Device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted, and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of cause not established was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.